Manufacturer narrative:
A2 - age at time of event: over 18 years old. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. A farawave catheter was inserted into the faradrive steerable sheath clear. Upon tilting the faradrive steerable sheath clear, blood was observed leaking through the hemostatic valve. At an unspecified time, saline solution leaking was observed. At the end of the procedure, air ingress was observed. The procedure was completed successfully with the faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis it was further reported the ablation procedure was indicated for paroxysmal atrial fibrillation. A pump was used for irrigation. The leak was observed from the hemostatic valve was a slow drip in the horizontal position and a continuous drip in a vertical position. No air was observed with the farawave catheter was inserted. No damage was noted to the luer.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. A farawave catheter was inserted into the faradrive steerable sheath clear. Upon tilting the faradrive steerable sheath clear, blood was observed leaking through the hemostatic valve. At an unspecified time, saline solution leaking was observed. At the end of the procedure, air ingress was observed. The procedure was completed successfully with the faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive sheath was analyzed, and no abnormalities were observed. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. A farawave catheter was inserted into the faradrive steerable sheath clear. Upon tilting the faradrive steerable sheath clear, blood was observed leaking through the hemostatic valve. At an unspecified time, saline solution leaking was observed. At the end of the procedure, air ingress was observed. The procedure was completed successfully with the faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory. It was further reported the ablation procedure was indicated for paroxysmal atrial fibrillation. A pump was used for irrigation. The leak was observed from the hemostatic valve was a slow drip in the horizontal position and a continuous drip in a vertical position. No air was observed with the farawave catheter was inserted. No damage was noted to the luer.